Manufacturer narrative:
(B)(4). It was reported that the supply bag had disconnected during therapy. However, the cause of the disconnect issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for connecting the solution bags. The guide also instructs the user to check all disposable set connections for a secure fit before beginning therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell three of four, patient was connected. The home patient (hp) confirmed that the supply bag had disconnected without falling. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm. The tsr advised them to complete therapy with manual bags. The tsr reviewed the proper procedure with the hp as per the user manual. There was no patient injury or adverse event associated with this report. No additional information is available.